Event description:
Physician further reported via radiologic exam results "micro- and fibrocysts¿ and ¿small ovalar structure, with well-defined contours, hypoechogenic and homogeneous measuring 7 mm x 2.5 mm at 12 h to the left, benign, compatible with fibroadenoma¿ deemed by allergan medical safety as not device related.

Event description:
Physician reported capsular contracture baker grade iii. Ultrasound report provided shows "fibrocysts and ¿small ovalar structure, with well-defined contours, hypoechogenic and homogeneous measuring 7 mm x 2.5 mm at 12 h to the left, benign, compatible with fibroadenoma". Device has been explanted and replaced with non-allergan brand. This relates to the left device.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst-ndr, lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed. Black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reporting capsular contracture baker grade iii. Device explanted and replaced with non-allergan brand. This relates to the left device.